Event description:
It was reported, nasogastric feeding tube became partially occluded, was difficult to flush, and could not be aspirated. Upon removal, a large bubble was observed within the tubing causing the tubing to stretch while remaining intact. The tube was removed. The patient experienced retching and gagging during interventions with the feeding tube, which resolved following removal.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. H6: Health Effect - Clinical Code 4581 - Gagging.No sample was returned for evaluation; therefore, functional testing could not be performed to confirm or duplicate the reported issue.The Device History Record for lot 30284555 was reviewed and the product was produced according to product specifications.It is not possible to determine the root cause of the reported issue without a returned sample because functional evaluation could not be performed to confirm or duplicate the reported incident.All information reasonably known as of 23 Jul 2026 has been included in this Health Authority Report. Should additional information be obtained, a Follow-up Health Authority Report will be provided. The information provided by Avanos Medical Inc. represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to Avanos Medical Inc.Avanos Medical Inc. has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the Avanos Medical complaint database and identified as Complaint (b)(4)This information is submitted pursuant to 21CFR803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an Avanos Medical Inc. product is defective or caused serious injury.